Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for dka and elevated blood glucose. Hospital staff alleged potential issue with the pump. However, tandem territory manager visited the customer at the hospital and found that the customer had not charged the pump battery; therefore, the pump shutdown. Although requested, additional information on this incident was not provided.